Event description:
It was reported to philips the doctor used the defibrillator to recover sinus rhythm. The defibrillator's electrical cardioversion function ran abnormally, and the electrical cardioversion failed. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips the doctor used the defibrillator to recover sinus rhythm. The defibrillator's synchronized cardioversion function ran abnormally, and the synchronized cardioversion failed. The patient's main symptoms were palpitations and chest tightness. The patient ECG showed sinus tachycardia (hear rate184 beats/min), atrial premature beats (occasional), and mild st segment downward shift. The user enabled another defibrillator in combination with medication to control ventricular rate. There was no injury to the patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because live-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
The device was scrapped by the customer following the event. No ECG monitoring strips or patient event files were provided to philips for review. Based on the information available, there is insufficient information to confirm the reported problem. The investigation concludes that no further action is required at this time. H3 other text : the customer scrapped the device.